Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was re-implanted on (B)(6) 2023. The user had five channels disabled, however, they were already disabled for years and no issues had been reported. Further information received stated that the re-implantation was decided upon as the user's hearing performance had drastically decreased. There was no accident or trauma.

Manufacturer narrative:
Conclusion: based on measurements performed on the device whilst it was implanted it must be assumed that the explantation was due to a technical failure of the active electrode. However, an exact location could not be determined during investigation due to the device's received condition. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user had five channels disabled, however, they were already disabled for years, and no issues had been reported back then. However, re- implantation was decided upon as the user's hearing performance had drastically decreased in (B)(6) 2023.the user was re-implanted on (B)(6)2023 and is doing well with the new device.